Event description:
Tech alleged that when the brakes were engaged, the foot brakes did not hold.

Manufacturer narrative:
Tech found that the bolt and nut were missing from the link, and the head brakes were not engaging. He installed nut and screw and the brakes functioned properly. The stretcher was found out of service in down area and there were no alleged injuries.